Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to take 2d and 3d images. The issue occurred pre-operatively. The procedure was done without medtronic equipment.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: bi71000450, lot number: unknown g2: foreign country - australia h3/h6: the system was serviced in the field and the power supply was replaced. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product bi71000450, lot number: k22360265 rev. G. It was reported that there were no faults found. The ps1 (power supply 1) was installed in an imaging test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.23vdc. 2d and 3d images were successful. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.